Manufacturer narrative:
The incident has been reported to manufacturer on 05/25/2010. Results of analysis will be developed in a follow-up report.

Event description:
They implanted the spva-2010 on (B)(6) 2009. The patient's level of consciousness started to deteriorate in (B)(6). The doctor CT scanned and found the distal catheter was split into two. The catheter was removed by the endoscope on (B)(6) 2010. The doctor would like to known the reason of this event. Please investigate.